Manufacturer narrative:
(B)(4). Connecting the extension line after priming is a known cause of the reported event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient connected a patient extension line to their setup after priming and then connected themselves for peritoneal dialysis therapy. Air was observed in the tubing of the unprimed extension line during the initial drain cycle. The technical services representative assisted the patient in ending therapy and advised them to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.